Manufacturer narrative:
(B)(4). Evaluation summary: rite (home choice return instrument test/evaluation) electrical test failed specifications due to earth leakage current failed performance spec. The assignable cause of the rite electrical test failure was determined to be a shorted pump assembly.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.